Manufacturer narrative:
Device evaluation: returned dry in lens case/vial with clear surgical residue /debris on product. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: device evaluation: visual inspection found the haptic bent. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.00/3.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. The lens was exchanged with a same length , -10.50/3.0/088 (sphere/cylinder/axis) lens due to refractive surprise on (B)(6) 2019. The problem was resolved.